Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012665442); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025, product ID d-evolutfx-2329 (lot: 0012564404); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulop lasty (bav) was performed due to calcification. Following initial deployment, the valve was recaptured due to slightly high positioning at 0 mm and 3 mm. Upon partial recapture, at a depth of 3 mm, an infold was observed in the valve frame. The infold want from the inflow of the valve to the paddle attachments. Subsequently, the valve was fully recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system, a pre-implant bav was performed using a 22 mm non-medtronic balloon, and the new valve was successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.